Event description:
It was reported that on (B)(6) 2025 the patient began experiencing a skin irritation while using the electrode - adaptor - flex. The patient noted that there was no scaring the breakouts however they did seek medical attention. The patient was prescribed hydrocortisone cream and advised to follow-up with philips. The patient continued with service using the electrode - adaptor - flex with s&w electrodes. Additional information was requested however could not be obtained.

Manufacturer narrative:
It was reported that the patient was experiencing a skin irritation while wearing the electrode - adaptor - flex with the electrode - pad - foam - vermed a10091. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.